Event description:
As received on (B)(4) from patient: I have had gentamicin-induced vestibulopathy-bilateral vestibular hypofuction-moderate to severe since 1991 documented in my 1993 us medical board. This allergy/sensitivity/toxicity was known by (B)(6), as part of the program. Some 1000mg of gentamyncin was put in the bone cement implant of a total knee arthroplasty plus 2000mg IV of vancomycin. Both ototoxic . I was told by dr. That he would "substitute keflex" which he did not do. I have become increasingly symptomatic since and now have "severe bilateral vestibular hypofunction" and a high frequency hearing loss. At present, I am trying to determine whether or not the implants should be removed and revised. Would there be less damage with a one-time bolus of gentamicin when the implants are removed vs. Slow elution of tiny amounts of gentamycin released on a daily basis. What studies do the FDA have to answer this question? Please advise. Implants continue to elute (leach) small amounts of gentamycin for up to 25 years. Staff failed to adhere to contraindications of use of gentamycin given previous history of known allergy/sensitivity/toxicity.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Device not returned to manufacturer.

Manufacturer narrative:
The following is the response from the manufacturer of the palacos r&g bone cement, heraeus medical. Palacos r + g cements contain the antibiotic gentamicin, have a very high rate of release and are followed by continuous release. The property to release antibiotics from various pmma bone cements can, however, vary considerable and thus have an effect on the long term results. The release of various antibiotics from palacos bone cements is well described in a publication by wahling (1987). Cured bone cements from heraeus medical have been studied in accordance with the (B)(4) ((B)(4)), biological evaluation of medical devices part 10: "tests for irritation and sensitization" and generally show no sensitizing potential. There therapeutically use and decision of using gentamicin are the responsibility of the surgeon. The instruction for use (IFU) of palacos r + g describe possible side effects (adverse events) as follows: neurotoxicity: manifested as both auditory and vestibular ototoxicity, numbness, skin tingling, muscle twitching and convulsions. Nephrotoxicity: usually in patients with pre-existing renal damage; and also in patients with normal renal function to whom aminoglycosides are administered for longer periods or in higher doses than recommended, the symptoms of which may manifest after cessation therapy. Palacos r + g must not be used in cases of known hypersensitivity to gentamicin or to other constituents of the bone cement. A history of hypersensitivity or serious toxic reactions to other aminoglycosides may contraindicate use of gentamicin because of known cross-sensitivity of patients to drugs in this class. Relative contraindications include: uncooperative patient or patient neurologic disorder who is incapable of following directions, metabolic disorders which may impair bone formation, osteomalacia, distant feel of infections which may spread to the implant site, rapid joint destruction, marked bone loss or bone resorption, vascular insufficiency, muscular atrophy, or neuromuscular disease, hypotension, congestive heart failure , and/or renal impairment.